Event description:
The initial reporter stated a nurse had an issue with an accu-chek safe-t-pro plus lancet device. The lancet was used by a nurse to collect a patient's blood. The sample collection procedure was successful. The nurse reported that she was disposing the lancet device in a sharps container and upon doing so, she was pricked by the needle of the lancet. The nurse inspected the lancet device and reported that she observed that the needle was visibly exposed and had not retracted after poking the patient's finger. The nurse reported that she was wearing nitrile gloves at the time of the event. The nurse reported that she expressed blood from her needlestick, washed her hands with soap, and ran water over the injured area. The nurse was seen by an emergency room doctor who reportedly initiated unknown blood work for the nurse and the patient on whom the device was used. The nurse was reportedly tested for some unknown blood-borne pathogens and a follow-up plan was reportedly put in place. The typical exposure protocol tests for hiv, hepatitis b, and hepatitis c. Information about the results of testing and any plan for treatment was requested but not provided at this time.

Manufacturer narrative:
No product was returned for investigation so further investigation was not possible. The investigation could not identify a product problem. The cause of the event could not be determined.